Manufacturer narrative:
H6-code 213: a review of the manufacturing records indicated the device met pre-release specifications. Gore did not receive the device for evaluation. The cause of the reported device failure mode, zipper caught on stent, could not be established. The risk management file for the device was reviewed and determined to be accurate and complete. No update is required. An assessment was completed to determine if the findings warrant consideration for a CAPA. It was determined that no action is required. H6-code 4117 and 4115: the endoprosthesis remains implanted in the patient and the delivery system was discarded at the facility.

Manufacturer narrative:
Patient information was requested but was not received completely. Therefore, the gore case reference number was used as the patient identifier. The endoprosthesis remains implanted in the patient and the delivery system was discarded at the facility. Imaging series showing the reported issue have been requested from the physician. The physician replied, that there are no imaging series available. An evaluation of the reported issue without returned device is being conducted based on the risk management documents. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On unknown date a long bare metal stent (bms) was implanted in the superficial femoral artery (sfa) to treat stenoses and a small aneurysm in the popliteal artery segments p1 and p2. It was reported that popliteal artery segment p3 (pop 3) was of small caliber, posterior tibial artery and fibular artery were ratified and the anterior tibial artery was occluded. On (B)(6) 2021, the patient presented with an acute occlusion of the previously implanted bms and stenosis of the sfa distally to the bms. Access was gained via cut down to the femoral artery in the groin. The occlusion of the bms was treated with thrombectomy using a fogarthy catheter. Then they passed the distal stenosis down to the pop 3 with a terumo guidewire and made a percutaneous transluminal angioplasty (diameter 4 mm / length 60 mm). To treat the stenosis within the bms and the lesion distally to the bms a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device; diameter 7 mm / length 10 cm) was used. It was planned to distally extend the viabahn device into the pop 3 with another viabahn device (diameter 5 mm / length 5 cm). Reportedly, the viabahn device was navigated to the intended location and was deployed as intended without issues. However, it was not possible to withdraw the deployment line from the patient. It felt like the deployment line got caught on something. Therefore, they cut the deployment knob and withdrew the delivery catheter without issues. Then they tried to pull harder to also withdraw the deployment line, but the physician had concerns that the viabahn device would move cranially. They could not remove the deployment line. Therefore, they decided to leave the deployment line in situ and to secure it against the vessel wall with two further viabahn devices (diameter 7 mm / length 25 cm; diameter 7 mm / length 5 cm) from the first implanted viabahn device to the femoral bifurcation. Then the viabahn device implanted first was successfully distally extended into the pop 3 with another viabahn device (diameter 5 mm / length 5 cm) as planned. Reportedly, the patient is doing well.